Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the gear was blocked and the seal stiff. The device was repaired and returned to customer on (B)(4) 2012. The complaint is indeterminate. Placeholder.

Event description:
Customer reported the device gets so overheated the saw attachment can no longer be changed. This is report 1 of 1 for #(B)(4).